Manufacturer narrative:
(B)(4). Date of event: publication year of 2012. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: the use of the harmonic scalpel in thyroid surgery our experience. Author/s: pietro giorgio calò, giuseppe pisano, fabio medas, alberto tatti, massimiliano tuveri*, angelo nicolosi. Citation: ann. Ital. Chir., 2012 83: 7-12. The aim of this large retrospective comparative study was to evaluate the potential advantages of the use of harmonic scalpel in thyroidectomies in terms of operative time and complications. Between may 2007 and june 2010, a total of 1151 patients were submitted to total thyroidectomy. In 681 patients (n=547 female and n=134 male), thyroidectomies were performed using harmonic scalpel focus (ethicon) (group a), and 470 patients without it (group b). Complaints included hypoparathyroidism (n=348 patients at discharge, n=52 at 3 months, n=23 at 6 months, n=18 at 9 months, and n=10 at 12 months), transitory (n=12) and definitive (n=6) recurrent laryngeal nerve injury, bleedings (n=6), seromas (n=8), wound infection (n=3), and thoracic duct injury (n=1). In conclusion, the use of harmonic scalpel in thyroid surgery is safe and effective and is associated with a significant reduction in operative time, postoperative hypocalcaemia and hospital stay, without increasing complications rate.